Event description:
Complainant indicated that during training by a zoll medical sales rep, the device displayed a ¿ECG disabled¿ message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.